Event description:
The customer did not provide any specific information as to the product issue. There was no pt incident or injury reported. Inspection of the product found that on panel side a the zipper slider body is open.

Manufacturer narrative:
(B)(4): evaluation: results: evaluation of the returned product found that on panel side a the main access window zipper slider body is open. Note: posey instructions for use has a warning statement: never try to rip a panel open as this may damage the access panel or the zipper slider. Manufacturer references file # (B)(4).